Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump started to scroll on its own after falling into a tub of water during a battery change. The customer stated that the buttons became completely unresponsive and a button error alarm was received. She was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 102 mg/dl. Nothing further was reported.